Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This error message was caused by a failed motor flex. The failed motor assembly was replaced.